Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high pace impedances and noisy signals. It was suspected that the rv lead was physically damaged. Subsequently, the rv lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.